Event description:
Additional information received and stating that "it was a percutaneous lumbar fusion. There wasn¿t any delay in the case. They cycled from standard to hd. A few times and the imaging system was able to complete a hd. Spin.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that field service engineer (fse) could not replicate issue. Fse was able to take multiple 3d spins upon startup and hard restarts. Checked generator logs but found nothing unusual. Inspected battery levels but they were functioning as designed system functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4)., version #: 4.2.1, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that site was unable to spin using hd (high definition). Site cycled to standard mode, then back to hd mode and were able to took a spin. No additional information provided. Patient presence unknown. This was the 2nd occurrence issue.

Manufacturer narrative:
H3,h6:software analysis was completed and there was insufficient information to determine probable cause as logs were unable to be r eceived medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No additional info received.